Event description:
It was reported that the pump declared an altitude alarm 21. There was no adverse impact to the customer's blood glucose level. The customer was informed that a replacement pump with updated software would be sent, and training would be available to them. The customer was instructed to return the problematic pump using a pre-paid label and to follow steps upon receiving the replacement. The return was delayed, but the pump was set to arrive by noon, july 5th, after an apology and tracking number were provided, resolving the issue.